Manufacturer narrative:
The customer contacted siemens customer care center. Siemens investigated the instrument data to determine the cause of the discordant, falsely low lhcg result on the dimension exl 200 instrument. Siemens determined that the reagent delivery appeared normal when the discordant, falsely low lhcg result was obtained. The customer did not provide the test tube manufacturer; based on the typical tube manufacturer's instructions for use, siemens determined that these instructions for use were not followed. The customer indicated that quality controls (qcs) were within expected ranges at the time of the event. Siemens remotely inspected the instrument data and determined that the initial sample was run using the last test in the flex lot. Siemens explained to the customer that proper handling of samples, sufficient sample volume and sample integrity are essential variables when processing patient samples. As part of preventative maintenance, the customer replaced reagent probe 1 and checked the maximum depth of the sample probe. The customer indicated that sample (B)(6) was a short draw. Siemens determined that low draw samples are more prone to pre-analytical factor issues and that poor sample quality potentially impacted proper sample aspiration and delivery of the sample to the cuvette. A sample specific issue, due to poor sample handling, potentially contributed to the discordant, falsely low lhcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (lhcg) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported as <1 miu/ml to the physician(s), who questioned the result. The patient was redrawn and run on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low lhcg result.